Event description:
It was reported that the monitor showed a "speaker malfunction" inop message, and the speaker did not produce sound. The device was not in clinical use at the time the issue was discovered. There was no patient involvement.